Event description:
It was reported that this pacemaker was firing at a rate of 100 to 106 beats per minute (bpm) as electrogram showed spike prior to every qrs. Boston scientific technical services (ts) stated that the patient could be in atrial tachycardia and the device was tracking at a rate of 100 to 106 bpm. As of this time, this device remains in service. No adverse patient effects were reported.